Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed autofill and fiber optics tests to meet factory specifications. Unit passed autofill and fiber optics tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. Regularly schedule preventive maintenance is being performed by a getinge employee. The full initial reporter name is (B)(6).

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) did not read blood pressure numbers, but the wave form was shown. Due to this malfunction, patient was transitioned from one iabp to another iabp. No patient harm, serious injury or adverse event was reported.